Event description:
It was reported while driving the patient¿s throat had closed up where it was hard to breathe and talk. It was noted the patient tried to figure out whether the ¿fuzz buster¿ had something to do with the episode. It was noted the patient turned if off and they were instantly fine but they would notice when driving near others it would happen again. It was stated the patient had some continuing problems after it and was worried that their programming was affected. It was stated the patient also had ¿yawning spells.¿ it was noted at times when they would get adjusted their throat would tighten as well.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va07psv, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va07ll2, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).